Manufacturer narrative:
(B)(4). Visual evaluation of the returned products identified that the products exhibit signs of use (scratches, scuffs) and one set of the ball bearings and springs are disassembled/missing (disassembled ball bearings and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the worn instrument form that an instrument was returned and reported missing bearings. This issue was discovered during a routine check of the tray¿s contents. There was no patient "involvement".